Event description:
The patient service representative (psr) assisting a (B)(6) male patient contacted zoll lifecor customer support to report when she attempted to connect the electrode belt to the monitor she received a code 204. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, it was discovered that there was no continuity from pin 2 of p1001 (trunk cable connector) to pin 3 of j702. The root cause of the defective trunk cable connector cannot be positively identified. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.